Manufacturer narrative:
Additional product code: (B)(4) DHR review was completed. Part #: 314.743, synthes lot #: h299358, supplier lot # :h299358, release to warehouse date: (B)(6) 2017. Supplier: (B)(4). No ncr's were generated during production. The material was determined to be conforming at the time of manufacture based on review of the DHR. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation flow: broken. Visual inspection of the returned device performed at customer quality (cq) identified that the distal tip on the returned shaft is broken with fragments not returned. The remainder of the distal tip is malformed, which agrees with the reported complaint condition, however the tip being broken off was identified during this investigation under 10x magnification on 16nov2018. DHR review: the returned device was manufactured in october 2017. No ncr's were generated during production. Device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Document/specification review: the following design drawings were reviewed during this investigation... Tabulated design drawing for the family of ria drive shafts. Tabulated design drawing for the family of ria drive attachment shaft assemblies. Tabulated design drawing for the family of ria drive shaft components. A definitive root cause for the device breakage could not be determined from the provided information. However, it is likely that any unintended excessive forces during usage could have contributed to this complaint condition. Furthermore, the reamer/irrigator/aspirator (ria). Technique guide addresses recommended use. Step 5 under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Step 2 under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ therefore, any unintended failure to follow the precautions specified in the technique guide could have also led to complaint condition. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: the inside diameter of the broken shaft measured ø3.74mm at cq (gage pin set), which is within specification of ø3.76mm +/-0.05mm per tabulated drive shaft component design drawing. An accurate measurement at location of breakage (across flats) was not able to be obtained at cq due to the post manufacturing damage. The shaft outside diameter just proximal to the break measured ø5.16mm at cq (calipers) which is within specification of ø5.18mm +/-0.025mm per tabulated drive shaft component design drawing. Material analysis: the design specified the shaft of the assembly to be manufactured from nitinol 55 material per tabulated drive shaft component design drawing. The certificate of compliance detail in the device history record confirmed that the material used for the shaft component was nitinol 55. Therefore the material was determined to be conforming at the time of manufacture based on review of the DHR. Conclusion: a definitive root cause for the tip of the shaft breaking could not be determined based on the provided information. This complaint is confirmed, however, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during the exchange of intramedullary nail and in between nails using the synthes reamer/irrigator/aspirator (ria), the middle ria shaft, the tip of it where the ria head engages to the rest of it became bent and frail a little bit that caused the ria head to fall off the middle shaft in the medullary canal of the patient resulting the device being separated. They had an ria head inside the patient with nothing attached to it. As per the technique, it was on the ball tip guidewire that it goes over so the surgeon was able to get it out without any negative impact. There was no negative effect on the patient. There was a 5 minutes surgical delay. The procedure was successfully completed. Patient status is unknown. Concomitant device: 2.5mm reaming rod with ball tip (part 351.706s, lot unknown, quantity 1). This report is for one (1) drive shaft for use with ria. This is report 2 of 2 for pc- (B)(4).